Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor sensor readings. Reportedly, the pump and transmitter regained connection. Additionally, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered resulting in a low blood glucose (bg) level of 47mg/dl. The customer consumed carbohydrates to address bg level. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.